Event description:
It was reported the patient presented to the emergency room after experiencing a fall with damage to the face due to syncope. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited a failure to capture and increased pacing impedance. Programming changes were implemented. The patient was recovering following the changes.